Event description:
The pharmacy department was using these gloves. When they opened three boxes of these gloves, the gloves have a strange odor, were discolored, and made their hands itch.what was the original intended procedure?wearing gloves for pharmacy use.device #1is this a laboratory device or laboratory test?no.